Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint op notes were evaluated and the reported event was confirmed. Review of revision operative notes indicate that the patient was revised due to infected total knee prosthesis with sequela and abnormality of gait. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Medical records received for patient indicate patient requested transfemoral amputation after being advised of limb salvage options versus amputation. The patient was diagnosed with knee infection with sequela despite removal of total knee components and implantation of antibiotic cement spacers 5 months prior.